Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was lower than normal. Blood glucose value was not provided. Reportedly, the cause was due to the pump basal rate. Customer adjusted the basal rate to resolve the issue.